Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the error code. Inspection and testing found deformation of the silver contact part inside the video connector receiver, deformation of the lower chassis, scratches on the touch panel, and the clock reset due to battery consumption. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, error code e226 (endoscope communication failure) occurred on the video system center and there was corrosion on the connector. The issue was found during preparation for an unspecified therapeutic procedure. The procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.